Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and was evaluated. The reported complaint if the device being broken was not confirmed. However on inspecting the device, further deficiencies were found to be impairing device function. There was a short circuit in the motor cable. The motor cable was replaced. The complaint device was cleaned, repaired and tested for functionality. However, since the reported complaint of the device being broken was not confirmed, the root cause for the reported failure was undetermined. Given the information provided we cannot discern a definitive root cause for the short circuit in the motor cable. A manufacturing record evaluation was performed for the finished device [serial : (B)(4). And no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with handcontrol was broken.